Manufacturer narrative:
X-rays reviewed by manufacturer. X-ray review by manufacturer yielded no lead discontinuities. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated the patient's vns was not able to be interrogated because it was thought to be at end of service. It was also reported that the it was not possible to communicate with the device and the patient could not feel device stimulation. The patient had an increase in seizure activity, pre-vns baseline unknown. X-rays reviewed by manufacturer did not identify any gross lead discontinuities. Review of device history yielded a system diagnostics test, unknown date, that resulted in high lead impedance, indicating a possible lead malfunction. Revision surgery is likely.